Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 65-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician bag ventilated then obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to ventillate a 65-year-old male patient, the device stopped ventilating and displayed "internal comm failure- 1173", "internal comm failure- 1471", "internal comm failure- 1475", and "internal comm fault- 3470" error messages. Complainant indicated that the clinician bag ventilated then obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The power interface module (pim) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.